Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an infection. No further patient complications have been reported as a result of this event. On 2019-07-26 it was further reported that the right ventricular (rv) lead was explanted due to an infection. No further patient complications have been reported as a result of this event.